Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump not operating as intended and the cylinders not inflating. The ipp was replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump not operating as intended and the cylinders not inflating. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic inspection of both cylinders found wear at folds in the proximal and distal ends of the cylinder. One cylinder had an additional fold in the middle of the cylinder and wear of the proximal end outer tube from the kink resistant tubing (krt). This cylinder did pass the leak test. The other cylinder had a hole in the middle resulting in a leak. The hole was consistent with sharp instrument damage. The pump was microscopically inspected and found the pump tubing was broken with the filament exposed because of fatigue. The pump tubing did not pass the leak testing due to the fatigue and the pump did not pass the activation or valve active state tests. Based on the information, the reported observations were confirmed.